Event description:
The bd veritor plus analyzer was used for our weekly mandatory covid testing and indicated a positive response (for 3 different employees). Those employees were sent home. A molecular test was also done at (B)(6) lab for verification and all 3 employees then tested negative. FDA safety report ID# (B)(4).